Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis and x-ray confirmed fracture of the inner coil near is-1 terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during difficulty with positioning with multiple helix extension/retraction caused the inner conductor coil to break. This break likely contributed to the observations of the helix retraction and impedance issues during attempt to reposition the lead.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant. Upon multiple repositions due to placement difficulty, the pacing impedances were reading 1800 ohms and the helix would not deploy. The lead was removed, and a new ra lead was implanted. No adverse patient effects were reported.